Event description:
The customer contact reported that during set up prior to patient use, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility upon start up, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. No add'l info was provided.

Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.